Manufacturer narrative:
B5: statement should include significant reduction of ica. H6: health effect clinical code: 4581 (significant reduction of ica). Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -6.5/+1.5/170 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.